Event description:
Reported due to stent dislodgement. The physician attempted to use the graftmaster to seal a free perforation in the mid right coronary artery (rca). The vessel duct size was reported as 3.0 millimeters (mm.) With normal vessel calcification, moderate vessel/duct tortuosity (less than two (<2) bends), and eighty percent (80%) stenosis. The "stent slipped off the balloon before it reached the site" and was retrieved with a 2.0mm x12mm maverick balloon. The graftmaster stent was not deployed as the perforation "had sealed on its own". There were no adverse events or patient issues reported. The patient is reported to be "fine".